Event description:
It was reported that the catheter and the prep kit was missing from the catheter tray. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Lubricate catheter which is pre-attached to collection bag. 7. Bag and catheter may be placed in basin until needed. 8. Prep patient with povidone-iodine swabsticks. 9. Proceed with catheterization in usual manner. 10. Top tray may be placed on basin to help prevent spillage. 11. Periodic observations of this system should be made to assure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Volume on collection container has been calibrated without uro-prep¿ tray in place. Bard and uro-prep are trademarks and/or registered trademarks of c. R. Bard, inc. ©2010 c. R. Bard, inc. All rights reserved directions for taking specimen: after catheter has been inserted into the bladder and an initial flow of urine is seen in the collection bag: 1. Clamp off catheter using white clamp. 2. Insert plastic tube (inside bag) into the back of the sample device. 3. Open sample device over the sample container. 4. Unclamp catheter. 5. Allow desired amount of urine to drain into collection container. 6. Clamp off catheter. 7. Close sampling device. 8. Remove plastic tube from back of sampling device. 9. Unclamp catheter and allow remainder of urine to drain into the bag. 10. If urine is placed in specimen jar: a. Secure cap. B. Label specimen jar. C. Send specimen to laboratory."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter and the prep kit was missing from the catheter tray. No medical intervention was reported.